Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five weeks post-implant the right ventricular (rv) left bundle branch (lbb) lead exhibited undefined out of range high impedance. The lead remains in use. It was further reported that the rv lbb lead exhibited loss of capture. It was noted that the lead was loose in the implantable pulse generator (ipg) header. The lead was revised and the setscrew was tightened and everything tested within normal limits. The ipg remains in use.

Event description:
It was further reported that the patient experienced symptomatic bradycardia and the heart rate was at thirties beats per minute. The ipg was pacing below the programmed lower rate. The rv lead exhibited polarity switch.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.